Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit keeps getting stuck in a "reboot" cycle. The customer reported there was no patient involvement.